Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not fully meshing graft while using a 1.5-1 carrier. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has not previously repaired/evaluated this meshgraft ii. Initial qa inspection of the meshgraft ii revealed that the device calibration was out of specifications and no further information was provided. The reported event was non-verifiable since during initial inspection there was no sufficient information to confirm the reported event. The root cause of the reported event cannot be specifically determined with the information provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The meshgraft ii was not repaired and returned to the customer unrepaired as the customer was unresponsive. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.